Event description:
This complaint is now reportable based on the analysis. It was reported that during a coronary artery stenting treatment procedure aa crossing difficulty occured. The 80% stenosed target lesion was located in the mildly tortuous proximal left anterior descending (lad). The vascular access site was femoral and the type of lesion treated was progressive disease. The procedure was successfully completed with a non-bsc device. No pt injuries or complications were reported. Pt condition listed as "good." However, device analysis revealed stent damage and dislodgment occurred.

Manufacturer narrative:
The stent was returned attached to a snare device and was damaged throughout. At one end the struts on the five end rows were flattened and at the other end struts were severely bunched. The total length of the stent was 14mm. The balloon was found to have the stent impression on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. There were kinks along the entire length of the hypotube. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The manufacturing records were reviewed and no issues or discrepancies were found and the device met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical and or procedural factors.